Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 3-4, 2025. H11: one (01) actual device and two (02) unused companion samples were received for evaluation with no fluid in the bladder. Visual inspection of the actual and companion samples did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors were unable to perfuse medicines. This was observed prior to patient use. There was no patient involvement. No additional information is available.